Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive. Blood glucose level at the time of the incident was 142 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with no act or down button response due to corroded keypad traces. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and a missing end cap sticker.